Event description:
The staff determined that the balloon on the catheter had a hole when tested. It was not used on a patient. A replacement was found that tested properly. This was considered a device failure.lemaitre evaluated the device and confirmed the failure of the balloon. The letter from the vendor can be sent to medsun.